Event description:
The report stated that following a c-section, a burn the size of the pencil electrode blade was found on the left upper abdomen under the drapes. It was only noticed once the drapes were removed and was probably a second degree burn. It was treated with an antibiotic ointment.

Manufacturer narrative:
The device was discarded by the site, so an eval of the incident device was not possible. The surgeon stated he uses the holster supplied to hold the pencil when not in use. He believes it may have been activated by staff while cleaning up after surgery.